Event description:
On (B)(6) 2004, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2013, a distal type I endoleak was identified on the trunk, which appeared to be related to expansion of the left common iliac artery. Faint contrast was apparent in the proximal left common iliac, but no contrast was visible in the aneurysm sac. The physician did not report any aneurysm enlargement. On (B)(6) 2013, a contralateral leg component was implanted to extend distally into the left external iliac artery, intentionally covering the hypogastric artery. It was also reported the physician elected to extend proximally with two aortic extender components to prevent the development of a proximal endoleak. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.